Event description:
It was reported that the 2800 system experienced boot up problems (monitors blanking out, keyboard failure message) with first use. After multiple tries the system operates as intended. No patient injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Identified the need to replace system interface, control panel processor, display adaptor, ip s4 and left monitor. Components replaced and system test performed. System functioned as intended and returned to service.